Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that defibrillation threshold (dft) testing is scheduled for a future date.

Event description:
Additional information was received that defibrillation threshold (dft) testing was performed. Shock impedance measurements were noted to be 84 and 103 ohms and dfts were successful. The physician will continue monitoring. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited increased shock impedance measurements of 110-120 ohms. All other lead diagnostics were noted to be stable and within normal limits. Boston scientific technical services (ts) discussed troubleshooting options. The physician chose to continue monitoring. Subsequently, a high out of range shock impedance measurement greater than 125 ohms was observed. Ts again discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.